Manufacturer narrative:
Eval: still under investigation.

Event description:
A male underwent aaa repair in 2008. The pt had bad access vessels that were tortuous, stenosed, and calcified. The physician was aggressive with the sheath and was able to advance it. One trunk, one contralateral, and one ipsilateral graft from another MFR were placed. Post-op angio appeared good. Later that night, the left portion of the graft thrombosed from the bifurcation/common iliac down to the external iliac. The physician intervened with an angiography jet then noticed it thrombosed again. It appeared that either the left external or the common femoral artery was dissected. The physician did a fem-fem bypass and the pt is reportedly doing well.